Event description:
It was reported that the ip address information was erased. The previous profile setting was changed on its own and there was flicker noise at the screen when turning off the handheld. No patient involvement. Additional information received on (B)(6) 2014: it was reported that the ip address was put into every profile and the ip address was changing on its own.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. It new information is obtained or the device is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for five (5) months with no previous reported issues prior to this reported event. Corrected data: updated serial number to (B)(4).